Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
When customer tried to turn on the pump, an e8 error appeared and it has not been possible to confirm the message and it is not possible to check error log. No adverse event alleged. A request was made for the return of the device.